Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found a small cut on the cable. Based on the results of the investigation, the cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. The cause of the noisy image was due to a faulty charge coupled device. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a nick on the cord approximately 2 feet from the paddle that plugs into the video processor. There were no reports of patient harm.

Event description:
It was reported that the subject device had a nick on the cord approximately 2 feet from the paddle that plugs into the video processor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.